Event description:
It was reported that the patient was feeling pain when the ins was on. "This thing about killed me cause of pain". When the patient shut it off he felt fine but when it was on he felt like he was getting jolted. This started 3 days ago after a fall. The patient fell and hit his head on the wall.the patient had seen a manufacturer's representative, who mentioned the "wire is off the bladder and she could transfer the wire over to the good wire and it didn't make sense to me." The patient had a wire outside of his body that shocked him. The patient's doctor had moved and he no longer had a healthcare provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v653973, implanted: (B)(6) 2011, product type lead; product ID neu_unknown, serial# unknown, product type unknown. (B)(4).

Event description:
After further review, it was noted that ¿it went haywire¿ after the patient's fall. The patient reported getting ¿bolted¿. It was noted that the patient did not want another implant. The patient wanted to be managed with medication/catheters as needed.

Event description:
Additional information received reported that the cause of the event was could not feel pulse, the programmer indicated the implantable neurostimulator (ins) battery was low. The ins was the device that attributed to the event. It was noted that it was normal battery depletion. Patient symptoms were increased frequency and incontinence. There was no patient injury and the patient did not require hospitalization. Patient did not want another ins implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).